Event description:
It was reported that the patient experienced a sudden loss of stimulation or therapeutic effect. The patient¿s device was reprogrammed and the issue resolved. No patient symptoms occurred. The patient was receiving effective therapy.

Manufacturer narrative:
Concomitant products: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).